Manufacturer narrative:
No field service engineer (fse) was dispatched. The fse contacted the customer via telephone and documented the customer was willing to disassemble the hemoglobin (hgb cuvette and clean the interior walls, which they noted as having a film like residue that came off as it was wiped clean. The customer reassembled the hgb cuvette, placed it back into the instrument and ran several daily checks, and controls, all passing. (B)(4). Customer resolved the issue.

Event description:
The customer reported their dxh800 instrument gave an error for hemoglobin (hgb) incomplete (:::::) on the daily checks (background). No erroneous patient results were generated in connection with this event.